Manufacturer narrative:
The received device found the exposed portion of the soft cannula kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Cracks were observed on the top housing of the device. Although damage was observed to the housing, it did not affect the functionality of the device. No other damages or defects were observed that would contribute to the reported event.

Event description:
It was reported that the patient's blood glucose levels were over 20 mmol/l (360 mg/dl). The pod was worn between 4 and 24 hours on the hip/buttocks. Hyperglycemia treated by administering a manual injection.